Event description:
The reporter contacted animas on (B)(6) 2012 and stated the up arrow keypad button was intermittently unresponsive and required multiple hard presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. The up arrow and contrast keypad buttons were intermittently responsive during testing. The down and ok keypad buttons were responsive. During investigation, evidence of contamination was found under the contrast, up, and down keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.